Event description:
Unomedical reference number 1623486 event occurred in the united states the patient reported that on (B)(6) 2023, the infusion set's tubing detached when she tried to pull the needle out of the cannula. Therefore, the patient's blood glucose level was 89 mg/dl at the time of this event. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.